Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis (pd) pt's contact reported the cycler was leaking fluid during treatment. The caregiver was unable to identify the source of the leak. He was advised to contact the pt's pd nurse. The set was discarded. During f/u, the pt's caregiver reported that the pt did not have any complications or signs of infection following the event.